Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging the black particles was in turbine. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer's complaint was not duplicated. The blower and flow sensor assembly were replaced due to contamination of gypsum, table salt, talcum powder.